Event description:
The account alleged that a bed exit signal is not being sent to the nurse's station when a patient exits the bed. No injury reported.

Manufacturer narrative:
The technician tested the sidecom and could not find an issue. The bed exit operated as designed.